Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low transmitter battery that lead to a failure.